Event description:
The report stated that during a colectomy procedure the device didn't seal. It didn't seal the vessel at the beginning of the procedure, so it was necessary to use suture wire during surgery. It is unknown if an end tone indicating a completed seal cycle was heard or not.

Manufacturer narrative:
Date of initial report: 06/09/2008. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.